Event description:
The customer reported that no audible alarming sounds within the caregroup, however they received a visual alarm.

Manufacturer narrative:
(B)(4). The customer reported that no audible alarming sounds within the caregroup however they received a visual alarm. Based on the available information, the monitor was performing as designed for the configured caregroup behavior. This complaint is being reported based on the allegation that the customer expected an audible alarm on all monitors within the caregroup but only received the visual alarm. Both audible and visual alarming occurred at the bedside monitor and the central station. The available information does not support that there was any malfunction. The customer's configuration settings for caregroup alarm overview were not properly set, resulting in a user misunderstanding of the monitors behavior. The care group alarms is adequately described in the intellivue instructions for use (IFU). There was no pt incident. No further investigation or action is warranted.